Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was undergoing planned/non-emergency treatment, which was completed as planned by moving the patient to another room. The philips remote service engineer (rse) inspected the system remotely and observed a remote alert on the system that enable x-ray is disabled but the footswitch was pressed. Rse asked the customer to reboot the system, but the problem persisted. The philips field service engineer (fse) performed the troubleshooting and found the wired footswitch was not working when pressed and found it was faulty. To resolve the issue, fse replaced the wired foot switch. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.